Event description:
It was reported that the customer received an external ram crc error alarm and experienced an unexpected restart. The customer also reported scuff marks on his insulin pump. Blood glucose level was not reported. The customer will return the product. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.